Event description:
It was reported that this right ventricular (rv) lead was explanted as high pacing threshold measurements were identified. A new lead was implanted and no additional adverse patient effects were reported. The explanting hospital kept the product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an retracted position. Visual inspection found dried blood/body fluid in the helix housing but no abnormalities were identified. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted as high pacing threshold measurements were identified. A new lead was implanted and no additional adverse patient effects were reported. The product was received for analysis.